Manufacturer narrative:
A medtronic representative (rep) tested the equipment. The rep inspected the (B)(6) file for signs of corruption. The rep established that all status lines have been verified. After rebooting the system, the error message was no longer present. The customer used the system for a case later in the day, and there were no issues with the 3d spin or connectivity to the medtronic navigation system. The system passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when the system was booted up prior to a clinical case, the image acquisition system (ias) stated ¿imaging system navigation disabled - application requires valid geometry calibration file." When the site connected the medtronic navigation system to the imaging system, the message cleared and the system seemed to be operational. There was no patient involved when the reported issue occurred.